Event description:
Spontaneous call from patient. Patient reports she had two cassette failures on friday and saturday. Patient reports she tried restarting her pump as well as switching pumps but had no success. Sending new cassettes to patient. Patient reports the lot numbers for the cassette are: 41863331 and 4220001. Patient did not miss any therapy. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.